Manufacturer narrative:
The tech spoke with the account's maintenance who stated, "staff moved the stretcher and the unit tilted to the right foot." No injury. The tech inspected the stretcher and found the right foot caster tube had a torn weld where it meets the frame. The account declined to repair the stretcher as they will scrap it.

Event description:
Patient was on stretcher in radiology when the front wheel broke and the patient fell to the side. Two steel welds failed and broke. No injuries after event.